Event description:
The following information was previously reported, ¿on the report date a reservoir volume check was made and an attempt to do a dye study was done. The health care provider (hcp) was unable to aspirate the catheter after five attempts so no dye study was performed nor rotor study.¿ any additional information received regarding the catheter will instead be reported under manufacturer report number (#3004209178-2013-19371). Additional information received clarified the device replacement that was previously reported was related to the event reported in manufacturer report #3004209178-2013-19371.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that an overdose occurred. Symptoms included respiratory depression. The patient was refilled on (B)(6) 2013 and while at the clinic developed respiratory depression. The nurse practitioner aspirated the pump and was expecting 40ml and aspirated 39ml. The patient¿s symptoms worsened and the patient was sent to the hospital and had been on a narcan drip. It was noted ¿thought was that should have cleared by this point¿. The patient was taking oral dilaudid and had a personal therapy manager (ptm) enabled for bolusing. The pump logs had been checked and there were no alarm events. The plan was to check the catheter and empty the pump to check the reservoir volume. The device system was used to deliver bupivacaine, baclofen and dilaudid. It was later reported that the patient ¿also had hydromorphone and the patient seemed to be having respiratory depression from potential partial pocket fill (1ml at most)¿. The cause of the overdose and respiratory depression was a 1ml pocket fill of 15mg/ml hydromorphone. On the report date a reservoir volume check was made and an attempt to do a dye study was done. The health care provider (hcp) was unable to aspirate the catheter after five attempts so no dye study was performed nor rotor study. After receiving narcan and being in the hospital for two days, the hydromorphone was lowered from 2.3mg per day to 1.8mg for a twenty four hour bolus which then changed to 1.3mg per day. The ptm was also changed from enabled to disabled. The patient was discharged on (B)(6) 2013, nothing was explanted and the reporter did not know how the patient was doing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s follow up health care provider (hcp) didn¿t personally manage pump refills. He had been notified of ¿these findings¿ and was anticipating pump replacement in the coming weeks. It was not specified if the replacement was due to the events in this report or manufacturer report # 3004209178-2013-19371.